Event description:
During two separate imrt treatments, the collimator readout changed by several degrees causing the therapist to terminate the beam.

Manufacturer narrative:
This issue is believed to be an isolated incident, however, a full investigation is still ongoing. A follow up report will be provided upon completion of the investigation.